Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's up button was not responding and that the numbers were ramping up without pressing the up button. The customer's blood glucose was unknown. The customer also stated that the insulin pump turned off but would not turn back on. Troubleshooting was done. The customer had also received a button error alarm and that there was a closed circle on the screen of the insulin pump. Informed customer that insulin was not being delivered. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected blank display noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. The insulin pump was also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.